Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) delivered anti-tachycardia pacing (atp) therapy for a ventricular tachycardia (vt) rhythm which then acclerated to a ventricular fibrillation (vf) rhythm. The patient became syncopal before receiving a shock that successfully converted the rhythm.